Manufacturer narrative:
The advantage fit transvaginal sling system was returned with only the mesh assembly part of the kit. A visual analysis of the returned mesh assembly revealed that the mesh sleeve had been cut at the blue centering tab and that only 20% of the mesh was returned. There were no defects noted to the mesh sleeve or the returned portion of the mesh. The failure mode could not be confirmed with this device, therefore, the root cause was undeterminable. A review of the manufacturing records for this lot showed no evidence of manufacturing related potential cause for this event.

Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a sling placement procedure. According to the complainant, during the procedure, the mesh could not be tensioned and was sliding inside the patient. The sleeve was removed and the physician attempted to tighten the mesh again but was still unable to tension it. The mesh was removed from the patient and was discovered to be curled.the procedure was completed with another advantage fit transvaginal sling system and the patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a sling placement procedure. According to the complainant, during the procedure, the mesh could not be tensioned and was sliding inside the patient. The sleeve was removed and the physician attempted to tighten the mesh again but was still unable to tension it. The mesh was removed from the patient and was discovered to be curled. The procedure was completed with another advantage fit transvaginal sling system and the patient's condition at the conclusion of the procedure was reported to be "fine."